Event description:
It was reported through a service report that the legs would not fold to load into ambulance. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Other: dust in bearings.